Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
As reported via medwatch mw5169546: during a right total hip it was noticed that a screw from the mako reamer handle had a screw missing. X-ray taken to confirm screws not in surgical site. Screws were found outside of operative site.